Manufacturer narrative:
Unit powered up with blank display. Misaligned battery tube was noted and after pushing it back in place blank display persisted. Unit was cut open to perform a visual inspection of connectors and electronic assemblies and found cracked u6 chip on pcba2. Test p-cap locked in place properly during testing. The following cosmetic damages were also noted: bleeding, cracked glass, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, missing display window/cover, cracked keypad overlay, pillowing keypad overlay, and scratched case in summary, customer concern for cosmetic damage at battery compartment confirmed per visual inspection. Blank display confirmed due to cracked u6 chip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), blank display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring, crack in the battery compartment. Customer reported a blank display. Display returned after using the correct battery cap for the pump they are using. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1880 was requested and customer response was the device will be returned.